Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that grainy image, despite being in scope warmer before case there was fogging in the first 15 min unable to achieve clarity. No negative impact in state of health reported.